Event description:
It is alleged that after 2 months in situ, the tracheostomy tube broke at the flange requiring an emergent replacement. No further incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.